Event description:
Ous MDR - after an implantation time of about 37 months, insufficient rv sensing values were reported. During the revision, a pressure spot was noted on the av lead. This lead was then also exchanged. No deterioration in the pt's state of health was reported. The two leads were explanted.

Manufacturer narrative:
Ous MDR.